Event description:
It was reported that when the device was used during a thoracotomy, it misfired in which it cut, but did not staple. A second, different device locked-out after firing 1/3 of the cut and staple line on the pulmonary artery, causing a tear and significant blood loss which required the transfusion of three units of blood. It was reported it could not be determined if this device actually tore the vessel. No additional pt consequence reported.